Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of redness and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approx one week after injection in the "malar region, nasolabial folds and mento region" with juvederm ultra xc, the pt developed itching and redness at the injection sites. Pt was treated with "prednisone and allegra".